Event description:
It was reported that the patient experienced a uti, urgency, burning while urinating as well as odor when urinating as a result of using the device. The patient was prescribed cipro to treat the infection. The patient has a follow up appointment scheduled w/his physician on (B)(6) 2015.

Manufacturer narrative:
No sample was returned for evaluation, therefore, the root cause is inconclusive. The device history record was reviewed & found nothing tht could have caused or contributed to the reported event. (B)(4).